Event description:
When the devices were used during a pneumothorax thoracoscopy procedure, the staples did not form. Due to bleeding along the staple line, the case was converted to open. There were no other reported patient consequences.